Manufacturer narrative:
The initial report inadvertently reported the death when there was no believed relationship to vns. This event should not have been reported. Evaluation codes, corrected data: the initial report inadvertently reported the death when there was no believed relationship to vns. No device failure is suspected. This event should not have been reported.

Event description:
Based on the causes of death, there is no suspected relationship between the death and vns.

Event description:
It was reported that the vns study patient passed away on (B)(6) 2013. The national death index from the cdc website listed the patient's cause of death as unspecified cirrhosis of liver, pneumonia, acute respiratory failure, and chronic kidney disease (stage 5). The relationship of the death to vns is unknown. No further information relevant to the patient's death has been received to date. Based on the available information about the patient¿s death, an internal classification has determined that the death was unlikely sudep.